Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp indicating the cause of the abnormal intermittent sensations , burning over the ins and reddening of the skin was not determined, however the issue resolved on its own. No further patient complications were reported/ anticipated as a result of this event

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional (hcp) the hcp reported that the cause of the abnormal intermittent sensations and burning over the ins/reddening skin was not determined. It was noted that patient was reprogrammed to 2-3+. It was noted that at a follow up visit on (B)(6) 2017, patient did not report any shocking sensation. Patient reported about once a week they would have a hot sensation over the right ins. When the patient feels the sensation, they would have redness of the skin over this area. This did not occur over the left ins. Patient stated this mainly occurred when they gets out of the shower and was still occurring. About 1.5 months ago, patient began to have tingling pulsating sensation at the right ins site and would then feel a left upper arm muscle pulling with the left hand tingling that would last for 5-10 minutes, would go away for 5 minutes and then return again. The pattern repeats throughout the day. When patient slept it did not wake them up but when patient wakes up the sensation was there. Patient did turn the device off and then the sensation abated but then their vocal and motor tics, went of control, and they had increased anxiety so patient turned the device back on because the tics/anxiety were worse to endure than the sensation. It was stated that patient went to hospital and they were admitted for 2.5 -3 days, they wanted to do an MRI but patient refused the MRI. Admission did not find the cause other than suggestion that patient was having panic attacks and gastroesophageal reflux disease (gerd). Sensation was occurring in the clinic at the time of the report. It was noted that patient was looking for a local psychiatrist, patient only had one refill of their lorazepam, no refill on orap, vistaril and abilify and was asking if the doctor would refill their medications until they could get in to see a psychiatrist. Left chest device group settings: a: 0-c+ 2.2v pw 150 freq 160 b: 0-c+ 3.2v pw 150 freq 160 current setting 100% usage voltage range 2.0v to 3.2v right chest device group settings: a: 0-c+ 2.5v pw 150 freq 160 b: 0-c+ 1.5v pw 150 freq 160 current setting 100% usage overall patient stated that they were 50% improved for motor and vocal tics, further stating that they were definitely worse if the device is off. Patient had good and bad days but unsure percentage wise how often they had good/bad days. Patient will be returning to the clinic in 6 months for further evaluation and management for their device. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
Device used for off label indication. The indication the device was used for was tourette¿s.

Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for tourette¿s. It was reported that the patient has a sensation of pulsating over the ins, left upper arm pulling, and tingling. This issue happens for 5-10 minutes then goes away. It was stated that it comes and goes since (B)(6) 2017 and stops when the ins is off. There is also a burning sensation over the ins, and the skin gets reddened every once in a while. The skin felt warmer. Impedances were taken and found to be normal. The healthcare provider (hcp) performed programmer with each electrode with same results. C3 provided a light sensation. It was stated that the patient¿s therapy helps with their tics, and the sensation is tolerable but noticeable. No complications or further complications were reported.